Event description:
Litigation papers allege after the surgical implantation of the asr hip implant device, patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her thigh, groin, lower back, and hip-joint, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, inability to walk more than two blocks, and chromium and cobalt metal toxicity. Patient was revised to address hip pain.

Manufacturer narrative:
The report states: litigation papers allege after the surgical implantation of the asr hip implant device, patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her thigh, groin, lower back, and hip-joint, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, inability to walk more than two blocks, and chromium and cobalt metal toxicity. Due to the complications described above, patient will undergo revision surgery during the (B)(6) of 2011. Doi: (B)(6) 2008 - dor: no revision reported at this time. (B)(6). Update: (B)(6) 2011 - patient was revised to address hip pain. Dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.